Event description:
Upon receipt of the device, the user reported that the electronic patient gas system (epgs) oxygen (o2) sensor failed calibration. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's subsidiary's service technician, the reported issue occurred during preventative maintenance of the epgs.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the output of the oxygen (o2) sensor to be 9.7 millivolts (mv) which was within the expected range of 9 - 13 mv. He installed the o2 sensor into a lab use only (luo) electronic patient gas system (epgs). Calibration was successful and the output of the epgs was found to be steady and accurate. A second calibration was also successful. The sensor operated as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.